Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging an inaccurate low result of "223 mg/dl" when compared to a lab reading of "290mg/dl performed within 10 minutes. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.